Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found serum on a collet and 2 damaged plunger clamps in the reported problem area of the pipetter assembly. The fse replaced all tip clamps, lld contact springs and 2 plunger clamps. The instrument was inspected, tested without further problem, and returned to service.